Manufacturer narrative:
The computer was returned to the manufacturer for analysis. The first boot into login screen was successful. When the cranial application was launched, the application performance and loading of patient exam list appeared slow. The hard drive in cranial reported 34% used with 66% free. The ram reported no errors. The hard drive reported 2 bad sectors which may have caused the reported event. The computer was replaced to resolve the issue.

Event description:
A neurosurgeon reported that the site navigation system re-boots itself. A problem with the ram is suspected, a replacement computer was requested. No further details regarding this concern were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested. Replacement computer shipped to site. No parts have been returned to manufacturer for analysis. A medtronic representative performed a navigation system check-out, software & instruments areas passed. Replaced the computer on the navigation system.